Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified no anomalies. Memory also showed that after shocks had been attempted and resulted in abnormal shock impedance measurements, the device battery status moved to elective replacement indicator (eri) due to long charge times. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the shock that resulted in the shorted lead error. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. As a result, the third high voltage charge attempt caused the device to declare eri because it could not successfully complete charging within 30 seconds, despite the fact that significant battery voltage and capacity remained.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator did not deliver a shock when required during an implant procedure. The device was replaced and was not used. No adverse patient effects were reported. The device was returned and is undergoing analysis.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator did not deliver a shock when required during an implant procedure. The device was replaced and was not used. No adverse patient effects were reported. The device was returned and is undergoing analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified no anomalies. Memory also showed that after shocks had been attempted and resulted in abnormal shock impedance measurements, the device battery status moved to elective replacement indicator (eri) due to long charge times. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the shock that resulted in the shorted lead error. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. As a result, the third high voltage charge attempt caused the device to declare eri because it could not successfully complete charging within 30 seconds, despite the fact that significant battery voltage and capacity remained. This report is being submitted to correct describe event or problem field (b5)

Event description:
It was reported that this cardiac resynchronization therapy defibrillator did not deliver a shock when required during an implant procedure. During defibrillation threshold testing the commanded shock was not successful and an error code appeared indicating there was a short circuit in the device. An external shock was delivered to convert the rhythm. A manual shock was attempted but the device would only charge and not deliver a shock. The device was replaced and was not used. No adverse patient effects were reported. The device was returned and is undergoing analysis.